Manufacturer narrative:
H6: investigation summary customer returned a single syringe alongside a polybag labeled for 0.3ml, 31 gauge, 8mm syringes from lot 0114506. Upon viewing the syringe under magnification, the needlepoint of the syringe was found to be significantly damage. The very tip of the needle appears to have fractured, leaving little of the material from the beveled edge of the needle intact. What material does remain appears compressed and warped. This results in the material on the outer diameter of the needle being bowed out and material around the cannula being compressed inward. With the needle tip damaged and additional material splayed around the tip, the needle is blunted and cannot work effectively. The damage to the needle¿s tip may have been cause by accidentally contacting the exposed needle to a hard surface with sufficient. A review of the device history record was completed for batch# 8239906. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the sample received, bd was able to confirm the customer¿s indicated failure of the needle being blunt. Bd was able to confirm the customer¿s indicated failure of needle pain as a result of the damage to the needle¿s tip. The root cause of the bluntness may be accidental damage to the needle¿s tip prior to use. The root cause of the patient experiencing pain while using this needle may be accidental damage to the needle¿s tip prior to use, resulting in the material at the tip becoming blunt. H3 other text : see h10

Event description:
It was reported that syringe 0.3ml 31g 8mm wholeunit 10bg 500 needle was difficult to penetrate the skin. The following information was provided by the initial reporter: it was reported that there was needle pain during injection and the needles are difficult to penetrate the skin.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Date received by manufacturer: bd was initially made aware of this complaint on (B)(6) 2021. At that time, based on the information provided by the initial reporter, it was evaluated as a non-reportable incident. Additional information was later received on 2021-06-02 that changed the reportability determination. Based on the additional information received, this complaint is now considered to be an MDR reportable incident. Investigation summary: customer returned a single syringe alongside a polybag labeled for 0.3ml, 31 gauge, 8mm syringes from lot 0114506. Upon viewing the syringe under magnification, the needlepoint of the syringe was found to be significantly damage. The very tip of the needle appears to have fractured, leaving little of the material from the beveled edge of the needle intact. What material does remain appears compressed and warped. This results in the material on the outer diameter of the needle being bowed out and material around the cannula being compressed inward. With the needle tip damaged and additional material splayed around the tip, the needle is blunted and cannot work effectively. The damage to the needle¿s tip may have been cause by accidentally contacting the exposed needle to a hard surface with sufficient force. A review of the device history record was completed for batch# 8239906. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: bd was able to duplicate or confirm the indicated issue. Based on trend analysis, no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Root cause description: the root cause of the patient experiencing pain while using this needle may be accidental damage to the needle¿s tip prior to use, resulting in the material at the tip becoming blunt. Rationale: based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that syringe 0.3ml 31g 8mm wholeunit 10bg 500 needle was difficult to penetrate the skin. The following information was provided by the initial reporter: it was reported that there was needle pain during injection and the needles are difficult to penetrate the skin.